Manufacturer narrative:
Results: root cause of removal difficulties is undetermined. No results available since no evaluation was performed. Conclusion: device not returned. Root cause of removal difficulties is undetermined. Unable to confirm complaint (device or procedural images not returned for evaluation. (B)(4).

Event description:
It was reported that a physician was deploying a complete self expanding (se) peripheral stent system to treat a lesion in a patient. The stent was delivered and deployed and during this stage in the procedure, the catheter device got caught inside the deployed stent. With a lot of maneuvering, the catheter device was advanced and an attempt was made to re-capture the delivery device. The catheter was rotated and pulled and it was removed. All parts of the delivery system were removed however the distal end of the stent possibly the radio opaque marker bands of tip of sheath moved. The stent was post dilated with a balloon and it was also stated that the complete se looked longer than the admiral balloon used to post dilate. Patient is reported to be fine and no other clinical sequelae were reported.